Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable lead exhibited noise on the rate sense channel that resulted in the delivery of inappropriate shocks. In addition, the oversensed noise resulted in brief episodes of asymptomatic pacing inhibition. This noise was reproducible by having the patient sit up.